Event description:
It was reported that this programmer's battery was unable to charge due to a faulty or frayed power cord. The healthcare professional requested a new alternating current (ac) power adapter for this programmer. This programmer remains in service. There was no patient involvement.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the programmer and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this programmer's battery was unable to charge due to a faulty or frayed power cord. The healthcare professional requested a new alternating current (ac) power adapter for this programmer. Additional information indicated that was received and indicated that the power cord was replaced. This programmer remains in service. There was no patient involvement.